Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no alarms or pump conditions indicating a malfunction was recorded in the black box or alarm history. The daily insulin delivery totals correctly reflect the user¿s programmed basal rates. The pump was exercised for 24 hours on a one unit per hour basal program with no alarms. The pump rewind, load, and prime steps were performed with no alarms. Flow accuracy test performed for two hours successfully. There was no defect found.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that they do not believe the pump is delivering basal. The patient indicated that the home screen shows a basal rate of 1.35u/hr with 105units remaining. The patient does not think that the 105units remaining has changed since 11am. The patient reportedly performed an air bolus of 1.55units and the 105units remained after the bolus was completed. The patient was reportedly traveling earlier in the day and the pump was exposed to the x-ray body scanner. The patient reportedly knew that the pump was not supposed to be x-rayed but they would not let her go through.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.